Event description:
Caller reported blood glucose results of 439 mg/dl, 35 mg/dl, and 160 mg/dl within 12 minutes on the inform system. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.

Event description:
Caller reported blood glucose results of 439 mg/dl, 35 mg/dl, and 160 mg/dl within 12 minutes on the inform system. Reported no adverse event relative to discrepancy. A request was made for the return of the strips, replacement was sent.